Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced pain, inflammation, adhesions, scarring, impairment, mental pain, loss of enjoyment of life, defective mesh, mesh migration, failure of mesh. Post-operative patient treatment included removal of mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced mesh within sac of hernia, mesh separated from fascial edges, recurrence, pain, inflammation, adhesions, scarring, impairment, mental pain, loss of enjoyment of life, defective mesh, mesh migration, and failure of mesh. Post-operative patient treatment included medication, revision surgery and removal of mesh.

Manufacturer narrative:
Additional info: a4, b5, b7, h6 (device code, patient code, imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.